Event description:
It was reported that, during a routine device replacement procedure, the set screw on the device header was found to be misaligned and was difficult to remove. The screw was able to be removed once the surrounding silicone material was pulled back. The device was explanted and replaced. The patient was stable.